Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while wearing the adc freestyle libre 2 sensor compared to the built-in meter. On (B)(6), the customer obtained an unspecified high glucose scan and experienced dizziness and cold sweats while walking to his vehicle. The customer was able to self-treated with a piece of glucose however, after 15 minutes, the customer was still unable to "get up" from the vehicle so a neighbor provided the customer with a sugar solution and fruit juice for treatment. The customer reported feeling better and did not require hcp contact. No further information was reported. There was no report of death or permanent injury associated with this event. Sensor scans of 323 mg/dl, 244 mg/dl, and 176 mg/dl were received as compared to results of 137 mg/dl, 105 mg/dl, and 51 mg/dl obtained from a built-in meter. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.